Event description:
A dialysis home pt reported a system error 2240 alarm in dwell 1/4 during treatment using homechoice device. The pt was instructed to discontinue treatment at the time of the alarm. The pt noted a portion of the pt line of the homechoice set looked "melted" and that area was leaking fluid. The pt noted she has no pets in the house and does not reuse the sets. There was no pt injury or medical intervention associated with this incident and the sample was discarded per the home pt.